Event description:
It was reported that during a carotid artery stenting treatment procedure, balloon withdrawal difficulty occurred. The non-calcified, 85% stenosed lesion was located in the internal carotid artery. According to the customer, following post dilatation of the carotid stent, "it was impossible to retrieve it through the distal part of the 6fr sheath. Balloon was blocked and had to retrieve the whole system, filterwire and the balloon all at once out of the pt." Additional info regarding this event has been requested.